Event description:
A customer reported a malfunction on their insulin pump, indicated by the code malf 5. There was no adverse impact on the customer¿s blood glucose level. Customer switched to multiple daily injections (mdi) to maintain insulin delivery,